Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump not received low battery alert prior to replace battery. The customer¿s blood glucose was 8.5 mmol/l. Customer reported that battery cap was not damaged. The insulin pump will not be returned for analysis.